Event description:
It was reported that the patient presented with a non functional artificial urinary sphincter (aus) and recurring incontinence. A replacement surgery was performed to replace a 20 years old aus with a new device. Upon removal, the pump exhibited fluid leak. The patient had a good outcome following the procedure.